Event description:
The device was fired across renal vein with no staples in the cartridge. A different force to fire was recognized and the device was not opened. Another device was fired across the renal vein without further incidence.